Manufacturer narrative:
Product analysis (B)(4): analysis identified that the 1b conductor was broken in the body of the extension, 8.5 cm from the proximal end. Continuation of d10: product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with deep brain stimulation therapy experienced a sudden return of tremor. Out of range (high) impedance was detected at contact 1b, which was a therapeutic contact, and the impedance issue was isolated to the left extension. The cause of the issue was not determined. Therapy could not be optimized despite reprogramming contact 1b. Both extensions were replaced and the issue resolved. No patient complications have been reported as a result of this event.